Manufacturer narrative:
Report numbers: 1038671-2024-04046, 1038671-2024-04047 this follow-up report is being submitted to relay additional and/or corrected information. D10 concomitant: (B)(6) a10012 - gps implant kit v2. (B)(6) a10012 - gps implant kit v2. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. (B)(6) 02-012-51-2509 - logic tib insert impl crc, sz 2.5, 9mm. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. The revision reported may have been the result of prosthesis wear and femoral loosening, as stated in the experience report. However, the images of the revised tibial insert do not show signs of extensive wear inconsistent with being implanted for over 3 years. The aseptic (non-infected) loosening of the femoral component may have been due to an insufficient bond at the cement-implant interface. However, potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation, and no relevant clinical information, radiographs, or images of the patella component were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitants: 02-012-51-2509 logic tib insert impl crc, sz 2.5, 9mm s058415. 200-02-35 three peg patella 35mm 6630973. 02-012-45-2525 lgc tibial fit tray cem sz 2.5f / 5t 6556906.

Event description:
As reported, approximately 3 years and 5 months post left total knee arthroplasty (tka), revision of the prosthesis was performed due to wear on the patella and tibial insert as well as the femur ¿debonded¿ from the cement. Everything was removed and replaced with a competitor prosthetic. There was no reported breakage of the device and no surgical delay/prolongation. The patient was last known to be in stable condition following the event.